Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h6 h6 : proposed component (annex g) code is mechanical (g04) - provisional top the returned product exhibits signs of use (nicked or gouged) and is chipped and fractured. The dovetail feature is compressed on the medial side. The device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history found no additional related issues for this item and the reported part and lot combination. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2023-00480.

Event description:
It was reported that the instruments were returned fractured. All pieces have not been returned. These instruments did not break during surgery. Attempts have been made and all available information has been provided.